Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, loose/protruded drive support disk, cracked case at the display window corners, cracked battery tube threads, missing end cap sticker and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the drive support cap was fine. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.